Event description:
A surgeon reported that a cv232 iol implanted in the left eye of a female patient in 2004, has since opacified and is "showing a perfectly round paracentrally located bubble-like transparent deformity of the lens optic which appears to involve the back surface of the iol as though it were a lens within a lens." Corrected visual acuity reported as 20/40. Device explanted & replaced in 2006 with no complications. Uncorrected visual acuity reported as 20/20/ 4 days post surgery with excellent prognosis. No further information has been provided.

Manufacturer narrative:
Evaluation of explanted device is underway. If any abnormality is found, a follow up report will be provided. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.